Event description:
Customer questioned one hundred (100) ion selective electrode (ise) patient samples due to remisol flagging them as critically low on their dxc 800i clinical chemistry system. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. The customer stated there was an ise electrolyte recovery difference of eighteen (18) units from one instrument to the other.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800i clinical chemistry system, and identified the failure mode as multiple hardware. The fse replaced the the mc sample syringe, low vibration wash collar, and co2 membrane which resolved the issue. The beckman coulter internal identifier is (B)(4).